Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited noise with isometrics. The lead was found to be fractured. A revision procedure was performed and the lead was surgically abandoned. No further adverse patient effects were reported.